Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (cs 064) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 09/16/2015 - device evaluation: the pump has been returned and evaluated by product analysis on 08/24/2015 with the following findings: a review of the pump¿s black box showed evidence of cs 064 call service alarm. During testing, the pump was powered on to the verify screen with audio tones and vibrations functional. The pump was exercised for 24 hours and performed the rewind, load, prime sequence successfully with no call service alarms occurring. The pump cover was removed and evidence of moisture ingress was found in the pump including the motor flex connector. The complaint of a call service alarm issue was not able to be fully investigated due to the unrelated moisture damage.